Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely during sleep. The customer's partner noticed that she was sweating excessively, and woke her and took her to a health center. The customer was diagnosed with hypoglycemia and treated with glucose serum via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh006py1nw has been returned. Visual inspection has been performed and no physical damage was observed on the sensor patch or adhesive. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely during sleep. The customer's partner noticed that she was sweating excessively, and woke her and took her to a health center. The customer was diagnosed with hypoglycemia and treated with glucose serum via IV. There was no report of death or permanent injury associated with this event.